Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging black particles in the humidifier of a rep dreamstation auto CPAP. The end user called in alleging their humidifier contained black particles. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer. The manufacturer's investigation is ongoing. A final report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging black particles in the humidifier of a rep dreamstation auto CPAP. The end user called in alleging their humidifier contained black particles. There was no report of patient harm or injury. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.